Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their stimulator and the issue began about the last 2 weeks. Pt noted they previously called patient services and rebooted the controller with the previous agent about 2 months ago and the issue resolved. Pt stated sometimes the stimulator would charge and sometimes it didn't and they would reposition the paddle around. Pt had to try to sit, stand and lay down to charge their implant. Pt reset the controller and the issue didn't resolve. Pt also noted the controller battery would drain when they attempted to charge their stimulator. Pt noted they needed their glasses during troubleshooting. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing above the screen. Pt then connected the recharger cord and got no device found. Pt pressed recharge and initially go 0/0/0 then 100/100/100 on the trying to recharge screen. Pt moved their hand a little and the green light was flashing but the number changed to 21. Pt then noted they got 99. Ps explained to pt multiple times about the passive recharge mode process and the process could take anywhere between 10 to 30 minutes and to go through the process a total of 3 times but pt would not get off the call. Pt then stated the recharger cord got real hot by the paddle and where the little thing on the cord was running (ps understood this as where wire met the paddle). The issue was not resolved. An email was sent to the repair department to replace the recharger cord.

Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial#: (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.